Manufacturer narrative:
Continued: e1- postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative on behalf of healthcare professional reported "double bubble," "mal-positioning" and "rupture" confirmed via ultrasound. Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
The event of rupture was confirmed to not have occurred. This record is no longer reportable to the FDA and will be un-reported.